Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26may2020.

Event description:
The customer reported 24 volt (v) failure. The customer confirmed error code was found in the diagnostic log which is consistent with 24v failure. The customer was not able to duplicate the reported issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer replaced the power supply as a preventative measure. No abnormality was confirmed, but the following parts were replaced as regulated by maintenance procedure to prevent failure: preventative maintenance kit2 and lithium-ion battery, software version is 2.30. The unit was checked overall, cleaned and functionally tested.

Manufacturer narrative:
G4: 18aug2020. B4: 21aug2020. Power supply was returned for analysis. Visual inspection of the power supply revealed no anomalies. An investigation was performed and the reported problem was not verified. No fault was found with the returned power supply. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.